Event description:
It was reported that there was earlier than expected battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead showed increasing/high thresholds, and high impedance. It was also reported there may be a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-78 lead, (B)(6) 2010; 4076-45 lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary- a distal portion of the lead was received measuring 43 cm. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found.visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.